Event description:
Reference number (B)(4) event occurred in spain it was reported that child patient experienced an event of infusion set fell off by accident on (B)(6) 2025. The blood glucose level was 400mg/dl. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
E1: patient city - (B)(6) patient country - spain. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.